Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No number scrolling anomaly was noted on the display. The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. The insulin pump had a cracked display window corner.

Event description:
Customer reported having problems with the buttons on the insulin pump. Customer's blood glucose was 86 mg/dl. Customer was attempting to input carbohydrates and the numbers kept scrolling up and down. Customer reported she was sweating really bad saturday morning, as a significant event that may have caused the keypad issue. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.